Event description:
It was reported that there was an issue with corrosion and damage to the device iui connectors. Two photos were obtained from the customer showing this damage. There is no further information to date.

Manufacturer narrative:
Additional information: d4, d10 (returned to manufacturer), d11, h3, h4. Correction: d10, e3, g3. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s reported complaint of iui connector damage was confirmed on the male iui connector during the investigation. An external and internal inspection of the source device identified film contaminants and damage to several iui connector isolation ribs. There were no other obvious issues or anomalies identified with the device associated to the reported complaint. An examination of the pump module male iui connector, with the use of enhanced magnification identified significant rib damage attributed by excessive impact force. Iui contact pins 1 and 7 showed the most damage, indicating the impact occurring towards the left area of the iui connector. Traces of white residue, suspected to be from the object in which the iui received the impact was observed on ribs between pins 1 - 5. Although iui channel disconnect testing did not exhibit an error condition, previous investigations have shown iui connector rib damage can cause a communication loss or power loss with the pcu. The proximate cause is suspected to be attributed to customer misuse where excessive impact force occurred to the male iui connector, inadvertently damaging several isolation ribs. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 23dec2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an issue with corrosion and damage to the device iui connectors. Two photos were obtained from the customer showing this damage. There is no further information to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an issue with corrosion and damage to the device iui connectors. Two photos were obtained from the customer showing this damage. There is no further information to date.